Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button had stopped working a few days earlier; the patient stated that it was several minutes before the button functioned again. The patient confirmed that there were no tears to the keypad and no trauma or water exposure to the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/19/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the down arrow keypad button was intermittently responsive. All of the other keypad buttons responded to button presses and had normal spring back. There was evidence of contamination found under the key contacts.